Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/02/2016 to report that on (B)(6) 2016, the patient experienced a transmitter related error. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/25/2016 and did not confirm the reported transmitter related error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. A review of the data log showed that the transmitter was never paired to the patient's smart device. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.